Event description:
It was reported to philips that the device would not power on. There was no patient involvement. One power pca was returned for failure analysis. The reported problem could not be verified or duplicated during lab tests. No fault was found with the power pca. No further action investigation or action is warranted .

Manufacturer narrative:
Additional info: b5 updated with failure analysis info. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device would not power on. There was no patient involvement.